Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient's mother contacted lifescan (lfs) USA, alleging that the patient's onetouch ping meter read inaccurately high compared to another device (accu-chek). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording since the reporter was unable to be reached by phone for additional information. During the call, reporter stated that on the morning of (B)(6) 2016 the patient experienced "hypoglycemia" and became "shaky". In response to the symptom, the patient's blood glucose was tested and a result of "84 mg/dl" was obtained with the subject meter and "53 mg/dl" on the other device. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. Despite the alleged inaccurate high blood glucose result, the reporter stated during the call that she treated the patient with "some kind of snack". During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or past their discard date. The csr noted that the reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of acute metabolic distress from hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.